Event description:
The pt is a 35-yr-old woman who initially had bilateral breast augmentation in 1986 using co breast implants. Since that time, she has gotten severely contracted with debilitating pain in the right breast which radiates to the right upper extremity. She has also developed significant symptoms of fatigue, dry eyes, dry mouth, myalgias, arthralgias. As a result of the arthralgia and myalgia, she is quite dependent on pain medications. The pt also has elevated antinuclear antibodies and elevated sedimentation rate in the past. Ultrasound and xeromammgram examinations demonstrate suspicious rupture on the right but intact implant on the left.